Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal decomposition was identified within the aquabplus reverse osmosis (ro) system. The stage 1 motor protection switch, connected wires, and power contactor were affected. The biomed stated that the wire connections appeared black and discolored. The biomed stated the system was initially evaluated after the motor protection switch tripped and the ro system unexpectedly powered down. No errors or alarms were displayed. There was no observed burning smell, smoke, spark, flame, or arcing. There were no blown fuses identified. There were no local power grid issues nor electrical storms on or around the reported event date. The ro system is secured plugged into its own breaker. The motor protection switch, connected wiring, as well as the power contactor were replaced to resolve the reported issue. The ro system was returned to full operation. The samples were discarded and are unavailable to be returned to the manufacturer for physical evaluation. There was no harm to any patients or individuals because of this malfunction.

Manufacturer narrative:
Plant investigation: no samples were provided to the manufacturer for physical evaluation. However photographs were provided which the manufacturer used to confirm the reported issue. Thermal damage was identified on the wiring of the motor protection switch and the 24v plug of the power supply unit. Both issues are known failures. Corrective actions have been defined and implemented. The parts have been redesign and released. Review of the device history record does not apply as the device was manufactured prior to the release of the new design. It is recommended to replace the 24v plug as well as the motor protection switch and wiring in stage 1 and stage 2 to prevent additional failures.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal decomposition was identified within the aquabplus reverse osmosis (ro) system. The stage 1 motor protection switch, connected wires, and power contactor were affected. The biomed stated that the wire connections appeared black and discolored. The biomed stated the system was initially evaluated after the motor protection switch tripped and the ro system unexpectedly powered down. No errors or alarms were displayed. There was no observed burning smell, smoke, spark, flame, or arcing. There were no blown fuses identified. There were no local power grid issues nor electrical storms on or around the reported event date. The ro system is secured plugged into its own breaker. The motor protection switch, connected wiring, as well as the power contactor were replaced to resolve the reported issue. The ro system was returned to full operation. The samples were discarded and are unavailable to be returned to the manufacturer for physical evaluation. There was no harm to any patients or individuals because of this malfunction.